Event description:
Additional information received confirmed that the lead was left in patient and it could be seen under x-ray. The lead had continued to be a painful problem for the patient. The patient could not find a surgeon who would remove the leads.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted because "it never worked properly." A revision of the ins was performed in (B)(6) 2005 and was "adjusted" by the patient's physician multiple times. The ins was explanted at an unknown date and the lead was left in the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495-51 lot# serial# (B)(4) implanted: (B)(6) 2001 explanted: unk; product type extension product ID 7495-51 lot# serial# (B)(4) implanted: (B)(6) 2001 explanted: unk; product type extension product ID 7435 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 3998 lot# lb5503 serial# implanted: (B)(6) 2005 explanted:; product type lead. (B)(4).